Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip was damaged, allowing fluid to leak out during use. The following information was provided by the initial reporter: "we have identified on some (1 out of 30) the tip of the 50ml syringe was damaged (bent), which allowed fluid to flow out into the luer-lok area when using the syringe."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip was damaged, allowing fluid to leak out during use. The following information was provided by the initial reporter: "we have identified on some (1 out of 30) the tip of the 50ml syringe was damaged (bent), which allowed fluid to flow out into the luer-lok area when using the syringe."

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history record review did not reveal any quality issues during the production of lot number 2011014 that could have contributed to the reported defect. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, all tips were firmly attached to the barrel and no damage or molding defects were observed on any of the syringe tips. Tip and thread verification tests are performed within the manufacturing environment according to procedure. All retained samples were evaluated and verified to be within specification. Molding parameters were reviewed for lot 2011014 and verified all equipment was operating under the correct limits. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.